Event description:
Needle stick injury to nurse during removal of the stylet following venipuncture on human immunodeficiency virus pt. The nurse involved was anxious and doesn't remember the details of the incident.the stylet was hard to remove and the nurse forced the saf-t-intima keeping one hand on the white shield activator and the y adapter in the other hand. The unit disconnected suddenly and the needle/stylet was not completely covered. The needle/stylet had an elastic reaction and hit/grazed a finger on the hand holding the y adapter.